Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 200 ohms and high right atrial (ra) lead impedance measurements of greater than 2500 ohms. A surgical revision was performed and the patient's right ventricular (rv) lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.